Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the tip of the screwdriver broke. The tip was removed from the patient and the surgery was completed using another final screwdriver. A thirteen minute surgical delay was reported.

Manufacturer narrative:
The screw driver was not available for return, so testing could not be performed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off in a manner with high torque placed on the device during screw installation.